Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The functional display test failed. Upon power up, the display was blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2408 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their liberty select cycler had a blank screen issue. The previous night the patient was using the cycler for the first time when the screen went blank. The patient stated this occurred during an unknown phase of treatment. It was confirmed that the ok and stop keys were lit up. They tried rebooting the cycler, but the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they knew how to perform manual/continuous ambulatory pd (capd) therapy. The patient stated they would perform manual pd therapy until the new cycler arrived. Additional information was requested, however, to date a response has not been received. There was no indication that the events resulted in any patient injury or harm. The cycler was returned to the manufacturer for physical evaluation. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.